Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The stent remains implanted and the remainder of the device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined. According to the instructions for use (IFU), a proper push/pull technique, encompassing sufficient delivery wire push force, in addition to an opposing microcatheter withdrawal force, will facilitate properly deploying the lvis jr. Device to achieve full expansion and good vessel apposition. Additionally, the IFU states that slowly advancing the lvis jr. Device while adjusting the microcatheter position will ensure accurate deployment. Maintain simultaneous control of the lvis jr. Device and microcatheter in order to position and expand the device at the proper location.

Event description:
It was reported that stent-assisted coil embolization was attempted for a left pericallosal aneurysm. The lvis jr. Stent opened distal and proximal, but, "not completely inside the loop" as a result of a combination of the patient's vasculature and the physician opening the stent prematurely with "less push in the curve." A vessel occlusion occurred as a result. The physician stated that the performance of the stent in this anatomy resulted in the observed occlusion. The patient was on an anticoagulation therapy of acetylsalicylic acid (ass) and clopidogrel seven (7) days prior to the procedure; however, no anticoagulation therapy was used during or after the procedure. There was no reported patient injury. The patient's current status is okay, with no neurological issues.